Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as a known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, and heavily calcified lesion in the left circumflex artery (lcx). On (B)(6) 2018, a percutaneous transluminal coronary angioplasty (ptca) was being performed in the lcx and left anterior descending artery (lad). Following rotablation of both vessels, the lad was pre-dilated and a 3.5-3.0x60mm non-abbott tapered stent was deployed at 12 atmospheres (atms). The stent was post-dilated with good results. The lcx was pre-dilated and a 3.0x28mm xience xpedition stent was deployed at 10 atms with good results. On (B)(6) 2019, the patient was re-admitted to the hospital with chest pain. Angiography was performed and showed the stent in the lad was patent; however, there was 90-95% restenosis in the proximal segment of the stent in the lcx. On (B)(6) 2019, ptca was performed in the lcx and a non-abbott stent was implanted with good results. There was no clinically significant delay in the procedure. No additional information was provided.